Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), no communication from the insulin pump to the transmitter, and a lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7911na, mmt-7020la. Troubleshooting was performed and the customer was able to clear the error and complete the rewind and the loss of communiaction issue was resolved by changing the sensor. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7911na. No product return is required for mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. Pump passed the leak test. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 318 file number 621) alarms on (B)(6) 2024 at 00:25:17.000. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. No lost sensor alarms noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Alleged lost sensor alarms not confirmed during testing. Pump error 53(line number 318 file number 621) alarms confirmed in the pump history/trace files on (B)(6) 2024 at 00:25:17.000 due to possible hardware error. Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.